Event description:
A (B)(6) male pt called zoll customer support to report that one of his batteries was not registering in the battery charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery not registering in the charger) has been confirmed. Upon investigation, liquid contamination was found inside the battery. The root cause of the contamination could not be positively identified but was likely liquid ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.